Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist connected with customer and confirmed that the issue was resolved. The customer stated that the server engineer logged in and pushed the loaded messages to fix the problem. No further investigation was needed. The system worked as intended after the server engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, had missing load message from pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.